Manufacturer narrative:
(B)(4). The investigation into this complaint is still in process at the time of this report.

Event description:
Customer complaint alleges "the tracheal cuff has a hole in it." Alleged defect reported as detected during use. It was reported the patient was re-intubated. There was no report of patient injury.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The actual sample involved in the complaint was not returned for evaluation; therefore, a representative sample was taken from current production at the manufacturing facility. A visual exam was performed on the representative sample and no defects were observed. The blue cuff and the tracheal cuff were inflated to 25mbar using a calibrated endotest. The cuffs were inflated and deflated with no issues. The sample was then immersed in water to check for leaks. No bubbles were observed coming from the cuffs indicating there were no leaks. Although there were no issues found with the production sample, the complaint could not be confirmed as the actual sample is needed to perform a proper investigation.

Event description:
Customer complaint alleges "the tracheal cuff has a hole in it." Alleged defect reported as detected during use. It was reported the patient was re-intubated. There was no report of patient injury.